Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead twisting (twiddler's syndrome). Prior to the procedure fluoroscopy was performed that showed a dislodged ra lead and the rv lead was still in position. Both the ra and rv lead helix had been retracted (presumably due to the torque buildup from the leads twisting in a 'twiddler' type scenario). The physician elected to replace the rv lead as well given the length of time the lead had been implanted. The leads were extracted without incident and a replacement 7841 and 7842 lead were successfully positioned into the ra and rv chambers respectively. The physician soft sutured the redundant lead to the pectoralis fascia and also tied the device down to prevent a further occurrence of the device migrating and twisting the leads. Outside of the revision procedure no additional adverse patient effects were reported.